Event description:
It was reported patient's lead have high impedances, causing patient ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 wherein the lead was disconnected from ipg and troubleshooted until impedances cleared. Therapy was restored post-op.